Event description:
It was reported that a device alarmed for a system error 105. There was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter has not received this device. A supplemental MDR will be submitted if the device is returned to baxter for an evaluation.